Event description:
During a code blue, an attempt was made to charge the zoll defibrillator after two successful charges. Defibrillator read "bridge gap", and did not charge. Staff noted a "burning smell". CPR was continued and another defibrillator was used. Defibrillator has been sequestered and will be inspected by on-site bio-medical. Please submit a report of analysis to the risk mgr.